Event description:
Information was received from a manufacturers¿ representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their entire implanted system explanted due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.